Event description:
Per the audiologist, the patient was experiencing a decrease in performance. The results of an integrity test (date not reported) indicated normal device function. The patient was using a extra strength magnet due to retention issues. The patient underwent skin flap revision surgery in 2009, (day not reported) and the patient is reportedly doing well.

Manufacturer narrative:
Implanted device remains.